Event description:
It was reported that the plunger was not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed the device was in good condition with no appearance of any physical damage. During the power up process and syringe plunger sensor testing, the reported problem was duplicated. The root cause of the reported issue was found to be the dowel pin came loose from plunger head mount. Replaced dowel pin and plunger head mount. Performed preventative maintenance and all functional testing which passed.